Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was missing the screw to lock in the blade. The screw was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the dermatome was faulty. There was no harm or delay reported. No adverse events were reported as a result of this malfunction upon investigation, the device was missing the screw to lock in the blade.